Event description:
It was reported via medwatch ¿soft tubing just before the distal leur (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child).¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.